Event description:
The PICC line was assessed to be cracked near the securement wings.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch-0533020000-2024-8016. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). We contacted the customer and asked for more details about the incident. The customer has informed us that the defective product was disposed of after it failed. Due to the absence of the defective sample and additional details, this complaint cannot be confirmed, and the exact root of the issue cannot be determined. However, the medwatch report indicated that the device was approximately two months old, so we do not believe this defect is related to manufacturing. There are various possible causes that can lead to catheter leakage/tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Use alcohol-based disinfectant. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exemptions found. The batches complied with its specifications and were released. There have been no further complaints regarding a torn catheter at the wing on code 4g07125203 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: as the catheter functioned without leakage for approximately two months (in the IFU: catheter is indicated for use up to 29 days) before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management.

Event description:
The PICC line was assessed to be cracked near the securement wings.